Manufacturer narrative:
The wheelchair came equipped with reclining, flip-back armrests (long). These armrests are designed for weight bearing. Therefore, the breakage is considered a malfunction of the armrest. The age of the wheelchair at the time of the incident seven months; therefore, aging is not a condition of the armrest. The dealer has not yet been able to send a technician to the user's home to evaluate the wheelchair. Therefore, the condition of the wheelchair is unknown. Due to lack of hands-on evaluation by dealer, this incident is being reported as a malfunction. When further information is received, a follow-up MDR will be filed. Additional information: please also see related MDR (2937137-2021-00018 filed on 24-jul-2021). This MDR is being filed one day late due to conflicting priorities on july 23 within the regulatory department (please reference zippie voyage recall and other retrospective MDR filings occurring on or around this date). This MDR was filed as soon as the oversight was discovered (one day past 30-day requirement).

Event description:
User claims that while he was getting out of the shower on (B)(6) 2021, he was transferring into the wheelchair and the armrest broke, resulting in a minor injury to his wrist (no medical treatment sought or given, but reports of pain).

Manufacturer narrative:
The wheelchair was equipped with reclining, flip-back armrests (long). The age of the wheelchair at the time of the incident was seven months; therefore, the age of the product was not an issue or concern. The dealer has not been able to send a technician to the user's home to evaluate the wheelchair. Therefore, the condition of the wheelchair is unknown. Background information: the quickie sedeo pro seating manual (248020 rev d) states: "[w]hen transferring the user in or out of the seating system, never use the armrest as a means of support" and to flip armrests to the rear prior to transfer. Discussion: additional investigation was conducted as a result of retrospective review of filings. The user indicated that when getting out of the shower, he put weight on the armrest, and it collapsed. For the initial filing this was interpreted to mean that the armrest broke. A subsequent call with the user indicated that when he was transferring to his wheelchair from the shower, the armrest fell which caused "his wrist [to go] one direction and he went the other." A review of subsequent replacement orders indicated that the armrest was not replaced or repaired and only an arm pad was replaced. This suggests that rather than the armrest breaking (malfunction), the user most likely placed weight on the armrest when it was in its flipped back position which is a use error. Conclusion: the user's incorrect transfer led to the original complaint. The product in question met all product specifications before release for distribution at the time of shipping to the customer. This device is used for treatment, not diagnosis. This is most likely not a malfunction and is not likely to result in serious injury or death if it were to recur.

Event description:
User claims that while transferring into his wheelchair from the shower that the wheelchair's armrest collapsed causing him to fall. He sustained a minor injury to his wrist (no medical treatment sought or given but he reports of pain).

Manufacturer narrative:
UDI related data quality updates only. This MDR only contained the di portion of the UDI included in the medwatch form. The MDR has been corrected by adding the full UDI number.

Event description:
This report represents a correction to a previously submitted MDR.